Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/06/2016, that on (B)(6) 2016, the patient experienced an infection at the site of sensor insertion. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported that the patient's sensor insertion site was red, inflamed and tender to the touch. Patient's mother indicated that the reaction was not due to the adhesive. On (B)(6) 2016, the patient's mother called the patient's doctor regarding the reaction. The doctor recommended that the patient discontinue use of the dexcom cgm. At the time of contact, the patient was recovering. Additional event or patient information is not available. No product or data is available for evaluation. The reported event of skin reacton was not confirmed. A root cause could not be determined.